Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that their blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl) while wearing the pod between 5 and 24 hours on their leg. It was noted that the pod was torn off while playing at the park causing the cannula to dislodge from the infusion site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No damages or deficiencies were observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined.